Event description:
The customer reported the user interface of a unicel dxi 800 access immunoassay system was unresponsive while processing a patient sample. The patient sample had one minute of run time remaining and the customer could not retrieve the result. The sample was tested on an alternate analyzer and the results from that instrument were reported. There was a delay in intraoperative parathyroid hormone (pth io) results for the one patient. The customer reported that the delay in results caused the patient's surgery to be slowed down; there was no harm to the patient due to the delay.

Manufacturer narrative:
A beckman coulter (bec) customer technical specialist (cts) used bec remote management system (rms) to access the customer's instrument. Cts ran the "database - reorganize" and "database - consistency check" procedures from the unicel dxi 800 access immunoassay system service manual to resolve the customer's issue. The user interface launched and the customer was satisfied with the speed. The cause of the event was a malfunction of software.